Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The blood glucose reading was 280 mg/dl at the time of hospitalization. The customer complained of headaches, nausea, dizziness, weakness, and stomach pain. The customer's mother reported that the customer was related for the pain and for high blood glucose with a manual injection. She had blood, x-ray and urine tests, but nothing was found; the customer was released the same day. The mother noted that the insulin pump settings were adjusted by the nurses, and this resolved the high blood glucose issues. She observed that when she tried to enter carbohydrates into the device, when the bolus came up, the display only showed dashes. She did not have the device available for troubleshooting. Nothing further reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.